Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Pt was revised to address loosening of asr cup.

Manufacturer narrative:
The report states: patient was revised to address loosening of asr cup. Doi unk - dor (B)(6) 2010 (left side). Update: (B)(6) 2011 - litigation papers received. They allege that doi was (B)(6) 2006. Additionally, it is alleged that the acetabular cup had migrated into the pelvis, and that the implant had generated excessive metal debris in patient resulting in high levels of metal ions in patients body. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.